Manufacturer narrative:
Initial reporter facility name: (B)(6). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the medication leaked at the back of the bd plastipak¿ syringe during injection. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: one picture was received for investigation. On visual inspection of the picture received, leakage past the stopper is observed. No damage or molding defect can be observed in the barrel and the stopper is correctly assembled to the plunger. Since the lot number is unknown a DHR cannot be reviewed, and retained samples can be evaluated cannot be evaluated. During assembly process, mechanical leak test is done to every syringe in the assembly station. If a device fails, it is automatically rejected to scrap. Final products for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Investigation conclusion: since the lot number is unknown and no defect can be observed in the picture received, no further investigation can be done. The root cause is undetermined.